Manufacturer narrative:
The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced intermittent red heart and pump stop alarms while on the power base unit (pbu) at home. The pt was taken to the hospital and placed on the hospital's equipment. No alarms were noted while the pt was on battery power or while on the hospital's equipment. There were no abnormalities noted in the x-rays of the percutaneous lead. As a result, the pt was given a modified pt cable and no further issues have been reported. The pt remains ongoing.